Event description:
Nobel biocare USA has received a report of an implant failure for one implant: part#/lot# unknown. However, the implant returned for this report is not manufactured by nobel biocare and, per 21 cfr 803.22, it is required that the loss be reported to the FDA. It is believed that the implant is manufactured by sybron implant solutions. Qn# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)